Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral posterior inferior cerebellar artery using penumbra smart coils (smart coils) and a non-penumbra microcatheter. It should be noted that the patent's anatomy was tortuous. During the procedure, seven non-penumbra coils were implanted into the target location. While attempting to advance a smart coil past its initial position in its introducer sheath, resistance was encountered. Therefore, the smart coil was removed. The procedure was completed using two additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note, that the device in complaint was not expected to be returned. However, on 14-sep-2021 the device was received. Based on this information, corrections were made to: 1. Section d. Box 10: device available for evaluation? (Do not send to FDA). 2. Section h. Box 3: device returned to manufacturer? 3. Section h. Box 3: device evaluated by manufacturer? 4. Section h. Box 6: method code 1, method code 2, and method code 3. 5. Section h. Box 6: results code 1. 6. Section h. Box 6. Conclusions code 1. Evaluation of the returned smart coil revealed, that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced, during advancement and the device may not advance out of the introducer sheath. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance, then the smart coil was advanced through its introducer sheath without an issue. Further evaluation of the device revealed, kinks in the pusher assembly. This damage was likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.